Manufacturer narrative:
(B)(4). All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm test. Unable to prime during prime test due to a faulty force sensor resistor. Unable to complete functional test due to prime anomaly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and broken battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
The customer's wife reported via phone call that the customer was currently hospitalized due to a blood glucose level of 505 mg/dl and diabetic ketoacidosis. The customer was wearing the insulin pump at the time of admission. Blood glucose level at the time of the call was 116 mg/dl. Troubleshooting was not performed. The caller reported that a chunk of the device's battery compartment was missing. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.